Manufacturer narrative:
The insulin pump was received with a unexpected pump error 23, pump error 49, pump error 68 after battery insertion, the internal battery connector was found not properly connected however, connected the internal battery the insulin pump was monitored with no unexpected pump error 23, pump error 49 or pump error 68 noted during our testing. No unexpected pump error 4 or pump error 63 noted. The insulin pump passed the functional testing including self-test, sleep current measurement test, active current measurement test, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had a minor scratched display window, scratched case and a pillowing keypad overlay.

Event description:
It was reported that the insulin pump alarmed multiple errors. It was stated that the errors were trace pointers invalid, hardware low level failures, history pointers failed/corrupted and motor arm cannot communicate with the main arm. It was stated that the error alarms did not occur during the rewind/prime process. The insulin pump failed the self test. Blood glucose value was 145 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.